Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 1u clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse found the mixer bar motor connector pin pushed in. The fse then replaced the mixer bar motor and verified successful priming flow. The calibration numbers were at 0 for na/k/cl. Cell 2 calibration passed normally. The fse then swapped cell 1 electrode stack with cell 2. The failure followed the stack. The lab did not have new electrodes, so the fse instructed the customer to order new electrodes. The fse returned to site and found the old electrodes and a plugged up sodium electrode. The fse replaced the electrodes and tested with successful calibrations and quality checks. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified two non-functional electrodes with one clogged, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding the ion selective electrode cell 1 failing to calibrate with high and low stability errors.